Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
While in use, it was reported that the ht70 plus ventilator had a power failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing, circuit check on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.